Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report#: 2134265-2009-03595. Event was determined to be reportable based on analysis of related complaint. It was reported that during a rotablation procedure, a guide wire tip detachment occurred. The lesion was located in the coronary artery. Upon attempting to perform the procedure, a portion of the rotablator guide wire fractured and was retained in the patient's body temporarily. The detached guide wire portion was retrieved from the patient's body later in the day. No further complications or injures were reported. The patient status was reported as "stable". Returned device analysis for the related rotablator guide wire complaint revealed that the fracture was caused by burr induced wear.